Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant accuracy results when compared to doctor's alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 2.1, poc: 4.7. Time between testing was reported as approx 3 hrs apart. Pt's therapeutic range is 2.2 - 2.5. It was reported the pt was experiencing bruising.